Event description:
A 34 year old male with chronic ulcerative colitis, sclerosing cholangitis and superficial colon carcinoma underwent colon resection in 1990 and has a deteriorating liver function from known sclerosing cholangitis, was evaluated for liver transplantation. A cea performed in the spring of 1991 was normal. A list of recent cea's performed by hybritech are as listed with dramatic results with marked evaluations. By accident , a specimen was sent to another laboratory using the abbott method in which a normal value was obtained and this was also confirmed on subsequent determinations. A letter to hybritech laboratories confirms the presence of an interfering substance which can be eliminated by a pre-treatment. Such inaccuracies, obviously, have disatrous ramificationsinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.